Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition and failure to advance the knot could not be determined. The patient effects of hematoma, hemorrhage, tissue injury (vascular injury) are listed in the proglide instructions for use as potential complications associated with the use of suture-mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The patient was obese; therefore, the tissue was thick. Reportedly, the first proglide device was successfully deployed. The physician had to go deeper in the tissue to have blood come out of the marker lumen of the second proglide device but managed to deploy it. When the guide wire was retrieved to deploy the second proglide, the guide wire had formed many loops under the patient's skin (the guide wire was not stiff, and patient tissue was thick). The sheath was upsized to greater than 8.5f and the tavi procedure was completed. When attempting to the close the hole at the end of the procedure, the knots seemed blocked and tore through the artery: the physician said it was probably due to manual compression maneuvers to limit the bleeding. Hemostasis was not achieved with the two proglide suture knots, there was still a lot of bleeding. A sheath was reintroduced and the hole was closed via surgical suturing. The physician stated that he is sure that it was not the fault of the proglide devices but that the tissue of the patient was too thick as he was obese. The patient was successfully treated, had a small hematoma and vessel damage that were not treated, but is fine. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.